Event description:
Correspondence received from the australian branch office indicates this pt was admitted for surgery on her right thigh. The information indicates during the procedure, "equipment failure" was experienced which could not be resolved and the procedure was terminated. Subsequent to the procedure, it was noticed that the tip from a cannula used during the procedure was missing. This tip later found in the pt's thigh.